Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the broken cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose level rose to 23.6 mmol/l (425 mg/dl) while wearing the pod between 5 and 24 hours. The pod was leaking insulin and the pod's cannula seemed broken.

Event description:
It was reported that the patient's blood glucose level rose to 23.6 mmol/l (425 mg/dl) while wearing the pod between 5 and 24 hours. The pod was leaking insulin. When removed from the infusion site (abdomen), a slit was observed on the pod's cannula.

Manufacturer narrative:
A correction to the event description was made (b5).